Event description:
The patient contacted lifescan alleging that their one touch meter was reading inaccurately. Lifescan called the patient by phone to obtain additional information. The patient owned the reported meter for about 4 years. Patiet noticed that readings on the reported meter were higher after 2005. This coincided with when patient discontinued metformin per the doctor's order. The patient stated patient obtained meter readings of 260, 232, and 345. The times and dates of the readings were not provided. In 2005 patient called the doctor on call and was advised to increase the medication and to take 4 extra units of insulin. Patient had no hypoglycemia folowing the event. There is no indication that patient experienced injury. The customer care representtive discovered that the meter was set in mg/dl instead of mmol/l and the meter time and date were incorrect. The patient had not noticed the decimal point missing. Patient did not recall changing the meter battery, resetting the meter units of measure, or resetting the meter time and date. This case is being reported as a malfunction due to the fact that the meter is in the wrong unit of measurement while the patient does not recall going into the meter settings. The meter, test strips, and control solution were replaced.